Event description:
It was reported to philips that the system's footswitch wireless connection led was red, indicating a connection issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was possible to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular diagnosis procedure was continued when the issue happened. The procedure was completed by using wired footswitch. A philips field service engineer (fse) examined the system on-site and confirmed that wireless footswitch did not work. Upon troubleshooting fse found that wi-fi indicator is red, the battery indicator is orange and green. To resolve the issue, fse removed the battery from wireless footswitch and reinserted. After removed the battery and reinserted, the system is returned to good working condition. The codes were updated based on the investigation outcome.